Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The table top illuminator was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 30, 2008. Based on qa assessment, the product met specifications at the time of release. The table top illuminator was received for evaluation. A visual assessment of the returned sample did not find any obvious visual nonconformity. The returned illuminator - table top was installed into a known good system. There were no system messages generated upon boot-up. The functionality of the illuminator was verified with a light meter. The sample was found to meet specifications. The root cause of the reported event could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for a vitrectomy procedure, the lamp went out. An alternate lamp was used to proceed with surgery.